Manufacturer narrative:
The customer's complaint was not verified by ocd upon review of the log and astm transmittal files provided. Based on the log files submitted, the incident occurred in 2008. Investigation revealed that the provue did not upload any other results for the patient and sample in question to the lis. The analyzer functioned as designed and correctly interpreted and uploaded the patient's test result grades (ab neg abscreen neg) to the lis as expected. There is no evidence that the instrument malfunctioned. Complaint.

Event description:
Customer reported an error in transmission of a patient's blood type. The ortho provue analyzer uploaded a group ab negative for sample to the lis. The lis already had group o positive for this same sample previously transmitted. The customer was unable to determine whether the o positive result for the sample was sent from the provue or edited in by the tech. The incident occurred in 2008. Sample misidentification may lead to reporting of erroneous test strips.